Manufacturer narrative:
Bayer service performed a system service check of the injector and found it to be operating to specification.

Manufacturer narrative:
The disposables used during this event were discarded at the site; however, the site was able to provide the lot numbers. Bayer product analysis will be testing retained samples. Bayer service will perform a check on the injector as soon as it can be arranged with the site. This investigation remains in progress and a follow up report will be submitted when additional information is available.

Event description:
The site reported the following: a (B)(6) male patient was undergoing a CT scan of the abdomen in a diagnostic clinic for suspected splenomegaly. He complained of not feeling well 5 minutes after an intravenous injection of 100ml of contrast media using a stellant d injection system, serial number (B)(4). Contrast media was visualized and no air was detected on the final CT images. Post injection, the patient reportedly suffered a loss of motor strength, agitation with typical seizure movements, cutaneous pallor, dyspnea and thoracic pain associated with respiratory difficulty. The patient remained conscious for a short period followed by a lack of carotid pulse, apnea and cardio-respiratory arrest. Advanced cardiovascular life support (acls) protocols were performed and the patient was resuscitated. While he was in route to be transferred by ambulance to a local hospital his condition deteriorated and he expired. The patient was reported to have a history of epilepsy and the cause of death was reported as acute myocardial infarction. The site continues to use the involved injector and have reported no problems.